Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of the second episode of abdominal pain ("severe abdominal pain"), pelvic pain ("pain") and genital haemorrhage ("heavy bleeding / abnormal bleeding") in a 38-year-old female patient who had essure (ess205) (batch no. 509801) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's past medical history included multigravida, parity 2, anorectal operation, hand operation, abortion (3), caesarean section, hypertension and gastroesophageal reflux disease. She had no history of migraines prior to undergoing the implantation of essure. Concurrent conditions included morbid obesity, pain in hip, bursitis, knee pain, heartburn, difficulty in walking, anxiety, depression, feeling down, meniscus tear, degenerative joint disease, knee meniscectomy, menses irregular, menometrorrhagia, uterine enlargement, uterine fibroids, intramural leiomyoma of uterus, abdominal bloating, constipation, anemia, dysplasia and hyperplasia. Concomitant products included medroxyprogesterone (depo provera) since 14-jun-2006 for contraception as well as acetylsalicylic acid (stanback), amlodipine besilate (amlodipine besylate), cyclobenzaprine hydrochloride (flexeril), hydrochlorothiazide and ranitidine. On (B)(6) 2006, the patient had essure (ess205) inserted. In 2006, the patient experienced genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("severe menstrual pain / dysmenorrhea (cramping)"), fatigue ("fatigue"), migraine ("severe migraines"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)/ bleeding,"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)/ bleeding,"), weight decreased ("weight gain / loss (specify which one) weight loss at first then gain."), urinary incontinence ("bladder or urinary problems or changes bladder changed quickly after implant; became weak and I was unable to hold my urine"), vaginal discharge ("vaginal discharge"), headache ("migraines (moderate to severe) / headaches"), nausea ("nausea") and the first episode of abdominal pain ("pain abdominal, down to thighs (moderate to severe)"). In 2007, the patient experienced cystitis ("infection (bladder/urinary tract/vaginal) type: all three,") and vaginal infection ("infection (bladder/urinary tract/vaginal) type: all three"). In 2010, the patient experienced tooth disorder ("dental problems"). In 2012, the patient experienced menstrual disorder ("large clots during menstrual / other injury (ies) or complication( s) ¿ please clotting"). On an unknown date, the patient experienced the second episode of abdominal pain (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), back pain ("severe back pain"), depression ("depression"), weight fluctuation ("weight fluctuations"), dyspareunia ("pain during intercourse / dyspareunia (painful sexual intercourse)/ pain during intercourse (mild to severe)"), urinary tract infection ("infection (bladder/urinary tract/vaginal) type: all three"), blood count abnormal ("blood or heart disorder/condition type: low blood counts, low iron, accompanied by shortness of breath and dizziness"), blood iron decreased ("blood or heart disorder/condition type: low blood counts, low iron, accompanied by shortness of breath and dizziness"), dyspnoea ("blood or heart disorder/condition type: low blood counts, low iron, accompanied by shortness of breath and dizziness") and dizziness ("blood or heart disorder/condition type: low blood counts, low iron, accompanied by shortness of breath and dizziness"). The patient was treated with diclofenac, surgery (hysterectomy with bilateral salpingectomy) and surgery (hysterectomy with bilateral salpingectomy). Essure (ess205) was removed on 21-nov-2016. At the time of the report, the last episode of abdominal pain, pelvic pain, genital haemorrhage, dysmenorrhoea, back pain, fatigue, weight fluctuation, dyspareunia, migraine, vaginal haemorrhage, menorrhagia, tooth disorder, weight decreased, cystitis, urinary tract infection, vaginal infection, urinary incontinence, vaginal discharge, headache, nausea, blood count abnormal, blood iron decreased, dyspnoea, dizziness and menstrual disorder had resolved and the depression outcome was unknown. The reporter considered back pain, blood count abnormal, blood iron decreased, cystitis, depression, dizziness, dysmenorrhoea, dyspareunia, dyspnoea, fatigue, genital haemorrhage, headache, menorrhagia, menstrual disorder, migraine, nausea, pelvic pain, tooth disorder, urinary incontinence, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, weight decreased, weight fluctuation, the first episode of abdominal pain and the second episode of abdominal pain to be related to essure (ess205). The reporter commented: bilateral tubal occlusion achieved with three remaining coils on the right and three remaining coils on the left. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 49.1 kg/sqm. On 09-mar-2016: left knee MRI without contrast: large radial tear involving the junction of the body and posterior horn of the lateral meniscus. Oblique extension of tear into the lateral meniscal body more anteriorly is also evident. Mildly laterally displaced meniscal body is noted remodeling and degenerative change of the lateral compartment is evident. 2. Osteochondral lesion of the lateral tibial plateau subchondral degenerative change degenerative changes of the patella. 3. Large popliteal cyst. Moderate sized knee joint effusion. 4. Extensive hematopoietic marrow on (B)(6) 2016, pelvic ultrasound completed reveals an anteverted uterus which is enlarged consistent with a fibroid. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records pelvic pain, dysmenorrhea, abdominal pain, pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2018: quality safety evaluation of ptc. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('severe abdominal pain') and pelvic pain ('pain') in a 38-year-old female patient who had essure (ess205) (batch no. 509801) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's medical history included multigravida, parity 2, anorectal operation, hand operation, abortion (3), caesarean section, hypertension and gastroesophageal reflux disease. She had no history of migraines prior to undergoing the implantation of essure. Concurrent conditions included morbid obesity, pain in hip, bursitis, knee pain, heartburn, difficulty in walking, anxiety, depression, feeling down, meniscus tear, degenerative joint disease, knee meniscectomy, menses irregular, menometrorrhagia, uterine enlargement, uterine fibroids, intramural leiomyoma of uterus, abdominal bloating, constipation, anemia, dysplasia and hyperplasia. Concomitant products included medroxyprogesterone acetate (depo provera) since (B)(6) 2006 for contraception as well as acetylsalicylic acid (stanback), amlodipine besilate (amlodipine besylate), cyclobenzaprine hydrochloride (flexeril), hydrochlorothiazide and ranitidine. On (B)(6) 2006, the patient had essure (ess205) inserted. In 2006, the patient experienced genital haemorrhage ("heavy bleeding / abnormal bleeding"), urinary incontinence ("bladder or urinary problems or changes bladder changed quickly after implant; became weak and I was unable to hold my urine") and vaginal discharge ("vaginal discharge"). In (B)(6) 2006, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("severe menstrual pain / dysmenorrhea (cramping)"), fatigue ("fatigue"), migraine ("severe migraines"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)/ bleeding,"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)/ bleeding,/within the last 4 years she started bleeding so heavily , she was going through 2 packs of overnight pads in one cycle, within last two years the clots were the size of her hand/clotting"), headache ("migraines (moderate to severe) / headaches"), nausea ("nausea") and pain abdominal ("pain abdominal, down to thighs (moderate to severe)"). In (B)(6) 2006, the patient experienced weight fluctuation ("weight fluctuations") and was found to have weight decreased ("weight gain / loss (specify which one) weight loss at first then fluctuating loss and gain."). In (B)(6) 2007, the patient experienced vaginal infection ("infection (bladder/urinary tract/vaginal) type: all three"). In (B)(6) 2007, the patient experienced dyspareunia ("pain during intercourse / dyspareunia (painful sexual intercourse)/ pain during intercourse (mild to severe)"). In 2007, the patient experienced cystitis ("infection (bladder/urinary tract/vaginal) type: all three,"). In (B)(6) 2010, the patient experienced tooth fracture ("dental problems- teeth broken"). In (B)(6) 2012, the patient experienced menstrual disorder ("large clots during menstrual / other injury (ies) or complication( s) ¿ please clotting"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("severe back pain"), depression ("depression"), urinary tract infection ("infection (bladder/urinary tract/vaginal) type: all three"), dyspnoea ("blood or heart disorder/condition type: low blood counts, low iron, accompanied by shortness of breath and dizziness"), dizziness ("blood or heart disorder/condition type: low blood counts, low iron, accompanied by shortness of breath and dizziness") and anaemia ("blood or heart disorder/condition type- anemia") and was found to have blood count abnormal ("blood or heart disorder/condition type: low blood counts, low iron, accompanied by shortness of breath and dizziness") and blood iron decreased ("blood or heart disorder/condition type: low blood counts, low iron, accompanied by shortness of breath and dizziness"). The patient was treated with diclofenac, otc pain relievers taken and surgery (hysterectomy with bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the abdominal pain, pelvic pain, genital haemorrhage, dysmenorrhoea, back pain, fatigue, weight fluctuation, dyspareunia, migraine, vaginal haemorrhage, menorrhagia, tooth fracture, weight decreased, cystitis, urinary tract infection, vaginal infection, urinary incontinence, vaginal discharge, headache, nausea, blood count abnormal, blood iron decreased, dyspnoea, dizziness, pain abdominal, menstrual disorder and anaemia had resolved and the depression outcome was unknown. The reporter considered abdominal pain, anaemia, back pain, blood count abnormal, blood iron decreased, cystitis, depression, dizziness, dysmenorrhoea, dyspareunia, dyspnoea, fatigue, genital haemorrhage, headache, menorrhagia, menstrual disorder, migraine, nausea, pelvic pain, tooth fracture, urinary incontinence, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, weight decreased, weight fluctuation and pain abdominal to be related to essure (ess205). The reporter commented: bilateral tubal occlusion achieved with three remaining coils on the right and three remaining coils on the left. She received treatment for abnormal bleeding (vaginal, menorrhagia), dysmenorrhea, dental problems, clotting, vaginal infection, anemia, fatigue, migraine/headache and abdominal pain. Nature of claimed injury/disability: couldn't walk more than 50 ft (per pfs) anemia treated with iron supplements. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 49.1 kg/sqm. On (B)(6) 2016: left knee MRI without contrast: large radial tear involving the junction of the body and posterior horn of the lateral meniscus. Oblique extension of tear into the lateral meniscal body more anteriorly is also evident. Mildly laterally displaced meniscal body is noted remodeling and degenerative change of the lateral compartment is evident. 2. Osteochondral lesion of the lateral tibial plateau subchondral degenerative change degenerative changes of the patella. 3. Large popliteal cyst. Moderate sized knee joint effusion. 4. Extensive hematopoietic marrow on (B)(6) 2016, pelvic ultrasound completed reveals an anteverted uterus which is enlarged consistent with a fibroid. ¿concerning the injuries reported in this case, the following were described in patient¿s medical records pelvic pain, dysmenorrhea, abdominal pain, pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: plaintiff fact sheet received. Event anemia and outcome added. Event onset dates updated, rcc added. Event dental problems updated to tooth fracture. Event genital bleeding seriousness criteria updated as non-serious. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('severe abdominal pain') and pelvic pain ('pain') in a 38-year-old female patient who had essure (ess205) (batch no. 509801) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's medical history included multigravida, parity 2, anorectal operation, hand operation, abortion (3), caesarean section, hypertension, gastroesophageal reflux disease and bruise of head. She had no history of migraines prior to undergoing the implantation of essure. On (B)(6) 2016: left knee MRI without contrast: large radial tear involving the junction of the body and posterior horn of the lateral meniscus. Oblique extension of tear into the lateral meniscal body more anteriorly is also evident. Mildly laterally displaced meniscal body is noted remodeling and degenerative change of the lateral compartment is evident. 2. Osteochondral lesion of the lateral tibial plateau subchondral degenerative change degenerative changes of the patella. 3. Large popliteal cyst. Moderate sized knee joint effusion. 4. Extensive hematopoietic marrow. On (B)(6) 2016, pelvic ultrasound completed reveals an anteverted uterus which is enlarged consistent with a fibroid. Concurrent conditions included morbid obesity, pain in hip, bursitis, knee pain, heartburn, difficulty in walking, anxiety, depression, feeling down, meniscus tear, degenerative joint disease, knee meniscectomy, menses irregular, menometrorrhagia, uterine enlargement, uterine fibroids, intramural leiomyoma of uterus, abdominal bloating, constipation, anemia, dysplasia and hyperplasia. Concomitant products included medroxyprogesterone acetate (depo provera) since (B)(6) 2006 for contraception as well as acetylsalicylic acid (stanback), amlodipine besilate (amlodipine besylate), cyclobenzaprine, cyclobenzaprine hydrochloride (flexeril), hydrochlorothiazide, ibuprofen and ranitidine. In 2006, the patient experienced genital haemorrhage ("heavy bleeding / abnormal bleeding"), urinary incontinence ("bladder or urinary problems or changes bladder changed quickly after implant; became weak and I was unable to hold my urine") and vaginal discharge ("vaginal discharge"). On (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) 2006, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("severe menstrual pain / dysmenorrhea (cramping)"), fatigue ("fatigue"), migraine ("severe migraines"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)/ bleeding,"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)/ bleeding,/within the last 4 years she started bleeding so heavily , she was going through 2 packs of overnight pads in one cycle, within last two years the clots were the size of her hand/clotting"), headache ("migraines (moderate to severe) / headaches"), nausea ("nausea") and pain abdominal ("pain abdominal, down to thighs (moderate to severe)"). In (B)(6) 2006, the patient experienced weight fluctuation ("weight fluctuations") and was found to have weight decreased ("weight gain / loss (specify which one) weight loss at first then fluctuating loss and gain."). In (B)(6) 2007, the patient experienced vaginal infection ("infection (bladder/urinary tract/vaginal) type: all three"). In (B)(6) 2007, the patient experienced dyspareunia ("pain during intercourse / dyspareunia (painful sexual intercourse)/ pain during intercourse (mild to severe)"). In 2007, the patient experienced cystitis ("infection (bladder/urinary tract/vaginal) type: all three,"). In (B)(6) 2010, the patient experienced tooth fracture ("dental problems- teeth broken"). In (B)(6) 2012, the patient experienced menstrual disorder ("large clots during menstrual / other injury (ies) or complication( s) ¿ please clotting"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("severe back pain"), depression ("depression"), urinary tract infection ("infection (bladder/urinary tract/vaginal) type: all three"), dyspnoea ("blood or heart disorder/condition type: low blood counts, low iron, accompanied by shortness of breath and dizziness"), dizziness ("blood or heart disorder/condition type: low blood counts, low iron, accompanied by shortness of breath and dizziness"), anaemia ("blood or heart disorder/condition type- anemia") and gait inability ("couldn't walk more than 50 ft") and was found to have blood count abnormal ("blood or heart disorder/condition type: low blood counts, low iron, accompanied by shortness of breath and dizziness") and blood iron decreased ("blood or heart disorder/condition type: low blood counts, low iron, accompanied by shortness of breath and dizziness"). The patient was treated with diclofenac, otc pain relievers taken and surgery (hysterectomy with bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the abdominal pain, pelvic pain, genital haemorrhage, dysmenorrhoea, back pain, fatigue, weight fluctuation, dyspareunia, migraine, vaginal haemorrhage, menorrhagia, tooth fracture, weight decreased, cystitis, urinary tract infection, vaginal infection, urinary incontinence, vaginal discharge, headache, nausea, blood count abnormal, blood iron decreased, dyspnoea, dizziness, pain abdominal, menstrual disorder and anaemia had resolved and the depression and gait inability outcome was unknown. The reporter considered abdominal pain, anaemia, back pain, blood count abnormal, blood iron decreased, cystitis, depression, dizziness, dysmenorrhoea, dyspareunia, dyspnoea, fatigue, gait inability, genital haemorrhage, headache, menorrhagia, menstrual disorder, migraine, nausea, pelvic pain, tooth fracture, urinary incontinence, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, weight decreased, weight fluctuation and pain abdominal to be related to essure (ess205). The reporter commented: bilateral tubal occlusion achieved with three remaining coils on the right and three remaining coils on the left. She received treatment for abnormal bleeding (vaginal, menorrhagia), dysmenorrhea, dental problems, clotting, vaginal infection, anemia, fatigue, migraine/headache and abdominal pain. Nature of claimed injury/disability: couldn't walk more than 50 ft (per pfs) anemia treated with iron supplements. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 49.1 kg/sqm. ¿concerning the injuries reported in this case, the following were described in patient¿s medical records pelvic pain, dysmenorrhea, abdominal pain, pelvic pain. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: dysmenorrhea, menorrhagia, pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-sep-2020: plaintiff fact sheet received. Added event couldn't walk more than 50 ft. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of the second episode of abdominal pain ("severe abdominal pain"), pelvic pain ("pain") and genital haemorrhage ("heavy bleeding / abnormal bleeding") in a 38-year-old female patient who had essure (ess205) (batch no. 509801) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's past medical history included multigravida, parity 2, anorectal operation, hand operation, abortion (3), caesarean section and hypertension. She had no history of migraines prior to undergoing the implantation of essure. Concurrent conditions included obesity, pain in hip, bursitis, knee pain, heartburn, difficulty in walking, anxiety, depression, feeling down, meniscus tear, degenerative joint disease, knee meniscectomy, menses irregular, menometrorrhagia, uterine enlargement, uterine fibroids, intramural leiomyoma of uterus, abdominal bloating and constipation. Concomitant products included medroxyprogesterone (depo provera) since 14-jun-2006 for contraception as well as acetylsalicylic acid (stanback), amlodipine besilate (amlodipine besylate), cyclobenzaprine hydrochloride (flexeril), hydrochlorothiazide and ranitidine. On 20-jun-2006, the patient had essure (ess205) inserted.in 2006, the patient experienced genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("severe menstrual pain / dysmenorrhea (cramping)"), fatigue ("fatigue"), migraine ("severe migraines"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)/ bleeding,"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)/ bleeding,"), weight decreased ("weight gain / loss (specify which one) weight loss at first then gain."), urinary incontinence ("bladder or urinary problems or changes bladder changed quickly after implant; became weak and I was unable to hold my urine"), vaginal discharge ("vaginal discharge"), headache ("migraines (moderate to severe) / headaches"), nausea ("nausea") and the first episode of abdominal pain ("pain abdominal, down to thighs (moderate to severe)"). . In 2007, the patient experienced cystitis ("infection (bladder/urinary tract/vaginal) type: all three,") and vaginal infection ("infection (bladder/urinary tract/vaginal) type: all three"). In 2010, the patient experienced tooth disorder ("dental problems"). In 2012, the patient experienced menstrual disorder ("large clots during menstrual / other injury (ies) or complication( s) ¿ please clotting"). On an unknown date, the patient experienced the second episode of abdominal pain (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), back pain ("severe back pain"), depression ("depression"), weight fluctuation ("weight fluctuations"), dyspareunia ("pain during intercourse / dyspareunia (painful sexual intercourse)/ pain during intercourse (mild to severe)"), urinary tract infection ("infection (bladder/urinary tract/vaginal) type: all three"), blood count abnormal ("blood or heart disorder/condition type: low blood counts, low iron, accompanied by shortness of breath and dizziness"), blood iron decreased ("blood or heart disorder/condition type: low blood counts, low iron, accompanied by shortness of breath and dizziness"), dyspnoea ("blood or heart disorder/condition type: low blood counts, low iron, accompanied by shortness of breath and dizziness") and dizziness ("blood or heart disorder/condition type: low blood counts, low iron, accompanied by shortness of breath and dizziness"). The patient was treated with diclofenac, surgery (hysterectomy with bilateral salpingectomy)). Essure (ess205) was removed on 21-nov-2016. At the time of the report, the last episode of abdominal pain, pelvic pain, genital haemorrhage, dysmenorrhoea, back pain, fatigue, weight fluctuation, dyspareunia, migraine, vaginal haemorrhage, menorrhagia, tooth disorder, weight decreased, cystitis, urinary tract infection, vaginal infection, urinary incontinence, vaginal discharge, headache, nausea, blood count abnormal, blood iron decreased, dyspnoea, dizziness and menstrual disorder had resolved and the depression outcome was unknown. The reporter considered back pain, blood count abnormal, blood iron decreased, cystitis, depression, dizziness, dysmenorrhoea, dyspareunia, dyspnoea, fatigue, genital haemorrhage, headache, menorrhagia, menstrual disorder, migraine, nausea, pelvic pain, tooth disorder, urinary incontinence, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, weight decreased, weight fluctuation, the first episode of abdominal pain and the second episode of abdominal pain to be related to essure (ess205). The reporter commented: bilateral tubal occlusion achieved with three remaining coils on the right and three remaining coils on the left. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 49.1 kg/sqm. On 09-mar-2016: left knee MRI without contrast: large radial tear involving the junction of the body and posterior horn of the lateral meniscus. Oblique extension of tear into the lateral meniscal body more anteriorly is also evident. Mildly laterally displaced meniscal body is noted remodeling and degenerative change of the lateral compartment is evident. Osteochondral lesion of the lateral tibial plateau subchondral degenerative change degenerative changes of the patella. Large popliteal cyst. Moderate sized knee joint effusion. Extensive hematopoietic marrow ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records pelvic pain, dysmenorrhea. Most recent follow-up information incorporated above includes: on 15-feb-2018: plantiff fact sheet & medical record received. Events menorrhagia, vaginal bleeing, dental problems, weight loss , clotting, bladder infection, urinary infection, vaginal infection, unable to hold my urine, vaginal discharge, fatigue, headaches, migraines, nausea, low blood counts, low iron,accompanied by shortness of breath and dizziness, pain abdominal, pelvic pain,device monitoring procedure not performed are added. Lot number added. Lab data updated. Concomitant condition & drug are added. Historical drug & condition are added. Product , patient, & information updated.essure legal manufacture has changed from bayer healthcare, llc, and milpitas to bayer pharma ag, berlin, and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('severe abdominal pain') and pelvic pain ('pain') in a 38-year-old female patient who had essure (ess205) (batch no. 509801) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's medical history included multigravida, parity 2, anorectal operation, hand operation, abortion (3), caesarean section, hypertension, gastroesophageal reflux disease and bruise of head. She had no history of migraines prior to undergoing the implantation of essure. On (B)(6) 2016: left knee MRI without contrast: large radial tear involving the junction of the body and posterior horn of the lateral meniscus. Oblique extension of tear into the lateral meniscal body more anteriorly is also evident. Mildly laterally displaced meniscal body is noted remodeling and degenerative change of the lateral compartment is evident. 2. Osteochondral lesion of the lateral tibial plateau subchondral degenerative change degenerative changes of the patella. 3. Large popliteal cyst. Moderate sized knee joint effusion. 4. Extensive hematopoietic marrow on (B)(6) 2016, pelvic ultrasound completed reveals an anteverted uterus which is enlarged consistent with a fibroid. Concurrent conditions included morbid obesity, pain in hip, bursitis, knee pain, heartburn, difficulty in walking, anxiety, depression, feeling down, meniscus tear, degenerative joint disease, knee meniscectomy, menses irregular, menometrorrhagia, uterine enlargement, uterine fibroids, intramural leiomyoma of uterus, abdominal bloating, constipation, anemia, dysplasia and hyperplasia. Concomitant products included medroxyprogesterone acetate (depo provera) since (B)(6) 2006 for contraception as well as acetylsalicylic acid (stanback), amlodipine besilate (amlodipine besylate), cyclobenzaprine, cyclobenzaprine hydrochloride (flexeril), hydrochlorothiazide, ibuprofen and ranitidine. In 2006, the patient experienced genital haemorrhage ("heavy bleeding / abnormal bleeding"), urinary incontinence ("bladder or urinary problems or changes bladder changed quickly after implant; became weak and I was unable to hold my urine") and vaginal discharge ("vaginal discharge"). On (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) 2006, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("severe menstrual pain / dysmenorrhea (cramping)"), fatigue ("fatigue"), migraine ("severe migraines"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)/ bleeding,"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)/ bleeding,/within the last 4 years she started bleeding so heavily , she was going through 2 packs of overnight pads in one cycle, within last two years the clots were the size of her hand/clotting"), headache ("migraines (moderate to severe) / headaches"), nausea ("nausea") and pain abdominal ("pain abdominal, down to thighs (moderate to severe)"). In (B)(6) 2006, the patient experienced weight fluctuation ("weight fluctuations") and was found to have weight decreased ("weight gain / loss (specify which one) weight loss at first then fluctuating loss and gain."). In (B)(6) 2007, the patient experienced vaginal infection ("infection (bladder/urinary tract/vaginal) type: all three"). In (B)(6) 2007, the patient experienced dyspareunia ("pain during intercourse / dyspareunia (painful sexual intercourse)/ pain during intercourse (mild to severe)"). In 2007, the patient experienced cystitis ("infection (bladder/urinary tract/vaginal) type: all three,"). In (B)(6) 2010, the patient experienced tooth fracture ("dental problems- teeth broken"). In (B)(6) 2012, the patient experienced menstrual disorder ("large clots during menstrual / other injury (ies) or complication( s) ¿ please clotting"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("severe back pain"), depression ("depression"), urinary tract infection ("infection (bladder/urinary tract/vaginal) type: all three"), dyspnoea ("blood or heart disorder/condition type: low blood counts, low iron, accompanied by shortness of breath and dizziness"), dizziness ("blood or heart disorder/condition type: low blood counts, low iron, accompanied by shortness of breath and dizziness") and anaemia ("blood or heart disorder/condition type- anemia") and was found to have blood count abnormal ("blood or heart disorder/condition type: low blood counts, low iron, accompanied by shortness of breath and dizziness") and blood iron decreased ("blood or heart disorder/condition type: low blood counts, low iron, accompanied by shortness of breath and dizziness"). The patient was treated with diclofenac, otc pain relievers taken and surgery (hysterectomy with bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the abdominal pain, pelvic pain, genital haemorrhage, dysmenorrhoea, back pain, fatigue, weight fluctuation, dyspareunia, migraine, vaginal haemorrhage, menorrhagia, tooth fracture, weight decreased, cystitis, urinary tract infection, vaginal infection, urinary incontinence, vaginal discharge, headache, nausea, blood count abnormal, blood iron decreased, dyspnoea, dizziness, pain abdominal, menstrual disorder and anaemia had resolved and the depression outcome was unknown. The reporter considered abdominal pain, anaemia, back pain, blood count abnormal, blood iron decreased, cystitis, depression, dizziness, dysmenorrhoea, dyspareunia, dyspnoea, fatigue, genital haemorrhage, headache, menorrhagia, menstrual disorder, migraine, nausea, pelvic pain, tooth fracture, urinary incontinence, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, weight decreased, weight fluctuation and pain abdominal to be related to essure (ess205). The reporter commented: bilateral tubal occlusion achieved with three remaining coils on the right and three remaining coils on the left. She received treatment for abnormal bleeding (vaginal, menorrhagia), dysmenorrhea, dental problems, clotting, vaginal infection, anemia, fatigue, migraine/headache and abdominal pain. Nature of claimed injury/disability: couldn't walk more than 50 ft (per pfs) anemia treated with iron supplements. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 49.1 kg/sqm. ¿concerning the injuries reported in this case, the following were described in patient¿s medical records pelvic pain, dysmenorrhea, abdominal pain, pelvic pain. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: dysmenorrhea, menorrhagia, pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-sep-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no med dra llt can be provided. Most recent follow-up information incorporated above includes: on 26-jan-2017: quality safety evaluation of ptc. Company causality comment: this spontaneous case report refers to a female plaintiff who had essure inserted and experienced severe abdominal pain and heavy bleeding (seen as genital hemorrhage) amongst non-serious. Plaintiff underwent a total hysterectomy. Abdominal pain and genital hemorrhage are anticipated in the reference safety information for essure. During essure therapy, abdominal pain and genital hemorrhage may occur. Considering that events started after essure insertion and the lack of alternative explanations, causality with essure cannot be excluded. This case was regarded as incident as a surgical intervention was required. A product technical complaint analysis concluded that a quality defect could not be confirmed but is considered plausible and a relationship with the reported medical events cannot be totally excluded. Further information will be obtained through the litigation process.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain") and genital haemorrhage ("heavy bleeding") in a female patient who received essure (ess205) for birth control. The occurrence of additional non-serious events is detailed below. In 2006, the patient started essure (ess205). On an unknown date, the patient experienced abdominal pain (serious criteria medically significant and clinically significant/intervention required), genital haemorrhage (serious criterion medically significant), dysmenorrhoea ("severe menstrual pain"), back pain ("severe back pain"), depression ("depression"), fatigue ("fatigue"), weight fluctuation ("weight fluctuations"), dyspareunia ("pain during intercourse") and migraine ("sevee migraines"). The patient was treated with surgery (total hysterectomy). Essure (ess205) was withdrawn. At the time of the report, the abdominal pain, genital haemorrhage, dysmenorrhoea, back pain, depression, fatigue, weight fluctuation, dyspareunia and migraine outcome was unknown. The reporter considered abdominal pain, genital haemorrhage, dysmenorrhoea, back pain, depression, fatigue, weight fluctuation, dyspareunia and migraine to be related to essure (ess205). The reporter commented: she had no history of migraines prior to undergoing the implantation of essure. Company causality comment: this spontaneous case report refers to a female plaintiff who had essure inserted and experienced severe abdominal pain and heavy bleeding (seen as genital haemorrhage) amongst non serious. Plaintiff underwent a total hysterectomy. Abdominal pain and genital haemorrhage are anticipated in the reference safety information for essure. During essure therapy, abdominal pain and genital haemorrhage may occur. Considering that events started after essure insertion and the lack of alternative explanations, causality with essure cannot be excluded. This case was regarded as incident as a surgical intervention was required. A product technical analysis is being sought. Further information will be obtained through the litigation process.